Manufacturer narrative:
The aquabeam handpiece was returned for investigation. The treatment log files were not reviewed as they were available. During functional testing, an e22 error was triggered on docking but could be cleared; confirming the reported failure. A full mock aquablation was then performed. The root cause of the failure was unable to be determined. A review of the device history record (DHR) for ab2000 serial number (B)(6)/aquabeam handpiece lot number 24c00566 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported failure. The review indicated that the device met all design and manufacturing specifications when released for distribution. The current user manual um0101-00 rev. F, aquabeam robotic system user manual, us , english was reviewed. Table 5: system detected errors and faults e22 ¿ motorpack error: release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. E50 ¿ console error: release foot pedal and click x. If error persists, turn off and turn on console and cpu. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware during procedural setup, the aquabeam robotic system generated an "e22 - motorpack error" and "e50 - console error." Despite troubleshooting attempts and replacing the aquabeam handpiece, the errors persisted and could not be cleared. The treating surgeon made the decision to abort aquablation therapy and converted to transurethral resection of the prostate (turp) surgery. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.